Event description:
On a post-op x-ray in 2006, the articular surface locking screw appears to be loose. The device remains implanted. Implant date is unk.

Manufacturer narrative:
Evaluation summary: x-ray shows articular surface with metal insert is disassociated off of the tibia plate and the locking screw is backed out. X-ray also shows translucency around stem extensions indicating possible loosening of implant. Cause could not be determined due to insufficient info. Evaluation - no product was returned for evaluation. No catalog number or lot number was provided; therefore, the mfg records could not be reviewed.